Event description:
The integra neurospecialist reported on behalf of the user facility incidents involving four ins-8601 devices. The incident reported herein indicates that the device leaked at the transducer sight of the female fitting. A replacement device was sent to the user facility. No product return is available for evaluation.

Manufacturer narrative:
The finished units are individually tested for leaks and further tested by qa. The possibility of releasing a unit in this condition is remote. A review of the device history record revealed that no anomaly was reported during the manufacturing process operation. Due to lack of product return, we are unable to determine the root cause of the reported incident.